Manufacturer narrative:
The reagent lot numbers were requested but were not provided. The field service engineer (fse) found the cause was related to the pinch valves. After replacement and subsequently an air purge, mechanical check, and measuring cell preparations, the instrument was found to be working according to specifications. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys ft3 iii and elecsys tsh assay results for multiple patient samples tested on a cobas 8000 e 602 module. Please refer to the attachment pt-(B)(6) for the table containing the questionable results.